Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine plus pen needle broke off during injection. The following information was provided by the initial reporter: in the hospital, when the patient injecting to his/herself the needle broke off. Hcp conducted ultra sound however broken needle tip wasn't found.

Event description:
It was reported that bd micro-fine plus¿ pen needle broke off during injection. The following information was provided by the initial reporter: in the hospital, when the patient injecting to his/herself the needle broke off. Hcp conducted ultra sound however broken needle tip wasn't found.

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. An indentation mark was also observed on the hub. No DHR review can be carried out as lot number is unknown. Conclusion: root cause of this defect is misalignment of the shield to the hub at the shielding station.